Event description:
Patient was undergoing procedure for a pre y 90 embolization using penumbra ruby coils and a high flow renegade microcatheter. Physician did not like the placement of the first coil so he attempted to retract the coil. When the coil was retracted it detached from the pusher inside of the microcatheter. The catheter and coil were removed and the case was finished with a different type of coil with no issues.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.